Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device brand name = pipeline flex w/shield technology model # = ped2-450-14. The device has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this pipeline flew with shield technology embolization device did not open from the middle and distal section. The patient underwent embolization treatment of unruptured saccular, left internal carotid artery aneurysm located in cavernous segment. Neck 3-4mm, distal landing zone 4mm, proximal 4.25mm. It was reported that non-medtronic microcatheter put in m1 segment and pipeline delivered with normal friction in m1. When tried to open the pipeline, pipeline did not open distally. Attempted twice but pipeline did not open distally. The physician unsheathed more but around 50% of the pipeline still not opening. Force on the system was put into place and still no opening. Readjusting distal access support catheter and microcatheter but and still not opening of the pipeline. After one more attempt of full re-sheath and unsheathing up to 50% of pipeline, the pipeline was taken out and replaced with another one. The pipeline was removed with the catheter from the patient. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation could not be confirmed. As received, the distal and proximal ends of the pipeline flex with shield braid were found fully opened with moderately frayed. In addition, the middle section of the pipeline flex with shield braid appeared to be fully opened with no damage. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bends were observed on the pushwire. Based on the device evaluation the event cause could not be determined. The customer reported that the patient¿s vessel tortuosity was moderate. In addition, the pipeline flex with shield was deployed on the bend. Furthermore, the pipeline flex with shield was re-sheathed more than two times. It is possible that the ¿moderate vessel tortuosity¿ and ¿damaged braid¿ may have contributed to the reported issues. It is not recommended to initiate deployment of the device on a bend. The damage to the braid on the ends of the pipeline flex with shield is likely the results of the customer re-sheathing the device more than recommended two times. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use (IFU), the user should "begin to deliver the device using a combination of unsheathing the pipeline flex with shield embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex with shield has successfully expanded, deploy the remainder of the device. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex with shield embolization device. Re-sheathing the pipeline flex with shield embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Carefully inspect the deployed pipeline flex with shield embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ if information is provided in the future, a supplemental report will be issued.